Event description:
Patient reported right side " muscle pain, watery pain, extreme sensitivity, cold, hardening that ends up radiating to the entire chest and neck area. The muscle contracts, and everything around the breasts stiffens. Breast deforms, symptoms in the right breast are more intense" and "has almost all symptoms related to asia syndrome. The symptoms they present are: irritable bowel syndrome, gastrointestinal symptoms, hashimoto's disease, fibromyalgia syndrome, inflammations in the body, blemishes, visual disturbance, palpitations, mood changes, watery pain, arrhythmia, genital infection, candidiasis, chills, temperature intolerance (sensitivity, hot or cold), lichen sclerosus, joint pain, sensitivity in the lymph nodes, depression, decreased libido, tingling, numbness in the limbs, fatigue, anxiety, food intolerance, rash, injury to the skin, mucosa dryness, difficulty concentrating, memory loss, insomnia, chronic fatigue, symptoms of autoimmune diseases. Patient had endometriosis surgery in 2014, also underwent spinal arthrodesis surgery, which didn't have to do. Reported that the patient had not yet been diagnosed with asia syndrome. Ndr" patient later reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side " muscle pain, watery pain, extreme sensitivity, cold, hardening that ends up radiating to the entire chest and neck area. The muscle contracts, and everything around the breasts stiffens. Breast deforms, symptoms in the right breast are more intense" and "has almost all symptoms related to asia syndrome. The symptoms they present are: irritable bowel syndrome, gastrointestinal symptoms, hashimoto's disease, fibromyalgia syndrome, inflammations in the body, blemishes, visual disturbance, palpitations, mood changes, watery pain, arrhythmia, genital infection, candidiasis, chills, temperature intolerance (sensitivity, hot or cold), lichen sclerosus, joint pain, sensitivity in the lymph nodes, depression, decreased libido, tingling, numbness in the limbs, fatigue, anxiety, food intolerance, rash, injury to the skin, mucosa dryness, difficulty concentrating, memory loss, insomnia, chronic fatigue, symptoms of autoimmune diseases. Patient had endometriosis surgery in 2014, also underwent spinal arthrodesis surgery, which didn't have to do. Reported that the patient had not yet been diagnosed with asia syndrome. Ndr" patient later reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, h11.